Event description:
Country of complaint: (B)(6). Aseptic loosening of the implant. Revision surgery has to be done.

Manufacturer narrative:
Us agent notified (B)(4) 2012. Currently this device is not sold in the u.s. This is not an active u.s device; however, was once sold as a prescription for specific use. Evaluation: no indication of a product error, it is most likely patient related. Batch history records were reviewed with no deviations found. The prosthesis proximal shows just particularly incorporation with the bone. The plasmapore coating also shows shiny areas which have been caused by micro movements between bone and stem. These movements lead to abrasion of the plasmapore layer which can be seen as black metal transfer traces on the ceramic ball head. The most likely reason for the bad bone integration could be a too small chosen prosthesis.